Event description:
As reported: "during removal surgery, the tip of the screwdriver was broken off when removing the end cap. The tip of the screwdriver broke off just short of the surface of the end cap, so it could not be removed. Only the lateral locking screw was removed, and the nail and end cap were left in the patient body."

Manufacturer narrative:
Correction: please refer to d9/h3 - product not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available to determine the exact root cause of the event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device disposition is unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during removal surgery, the tip of the screwdriver was broken off when removing the end cap. The tip of the screwdriver broke off just short of the surface of the end cap, so it could not be removed. Only the lateral locking screw was removed, and the nail and end cap were left in the patient body."